Event description:
Report received from the (B)(6) states: "the aspiration line connection is not fitted proper, resulting in air bubbles in the line and in the anterior chamber by use of reflux." Additional information related to the actual event has been requested yet not received.

Manufacturer narrative:
Received two open phaco vacuum packs. Visual inspection revealed both samples were contaminated with dried matter. Functional testing using the stellaris system was performed, inserting the assemblies into the cassette module. The samples passed vacuum testing. The samples irrigated and aspirated as expected. No bubbles were noted in the aspiration lines after the prime was complete. The samples met current functional specifications. The even could not be duplicated. Sterilization and lot history records were reviewed and no exceptions were found.